Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell a couple of years ago and the fall disconnected the wires in his device. It was stated the patient had it fixed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.